Event description:
It was reported that cartridge alarm 30 occurred and issue did not happen during load process, with prior similar alarms noted for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to put pump into storage mode before return, advised that pump settings and continuous glucose monitor would need to be set up on replacement pump, and requested return of problematic pump using prepaid label within 10 days.